Manufacturer narrative:
No conclusion code available . The reported field event of no communication was confirmed and was due to a depleted battery. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the case of the premature battery depletion. Operator of device was not selected on the initial MDR. Operator of device is health professional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had missed the last two follow-ups and the device was found to be at eri. Today the device would not interrogate. Patient was asymptomatic. The device was explanted and replaced.